Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient sat down on the toilet and it felt like it bit them. The location was in the back of their right thigh. The patient went to the emergency room (ER) and they cut it open and tool out the puss. An appointment was made for the patient to go to wound clinic. The ER assessed the site again and determined that the patient would not need to transfer to a hospital for surgery. The infection was confirmed to be (B)(6). The sudden pain was in the back of their right thigh. This had occurred about 2 weeks ago in 2017. The patient was on oral antibiotic until they ran out and would then get more from their hcp. The patient went to wound clinic every day to have the area cleared and packed. No further complications were reported.